Event description:
It was reported that during an atrial fibrillation (afib) procedure, the physician felt that the contact force value of the smart touch catheter was not properly and the displayed vector of the smart touch catheter was like that it was attached on the cardiac muscle at all times when the catheter was inserted. The issue was resolved by changing the catheter to another one. The vector of the smart touch catheter was displayed a different direction from an actual direction of the catheter. The procedure was completed without patient consequence. Upon receiving the product in biosense webster lab on (B)(4) 2014, it was noticed that, ring #1 has white material underneath it. Different area ring #1 has white material underneath it and has the pu margin peeling making this event reportable. Investigation is still in progress. A supplemental report on device evaluation will be submitted.

Manufacturer narrative:
Refer to evaluation summary: (B)(4) it was reported that the vector of the smart touch catheter was displayed a different direction from an actual direction of the catheter. Upon receipt, the catheter was visually inspected and it was found that ring 1 was damaged and had some white particle underneath. This condition was not originally reported on the complaint. A ft-ir test was performed to in order to identify the type of foreign material; the results demonstrated that the particle had a chemical composition of pe and barium sulfate. It is unknown how the ring was damaged and the origin of the foreign material. Catheter ods were measured and catheter was within specifications. Then per the reported event, the catheter was connected on the carto 3 and the force vector was pointing to the correct direction. Catheter tip dome was touched horizontally and vertically and force vector was properly displayed. However, during the analysis it was found that the catheter failed the screening test. Further examination showed that the force sensor was within specifications. According to the screening test results and the force sensor readings, the improper condition was attributed to a potential pc board issues. However, this is not related with the event reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage rings from leaving the facility. The reported customer complaint cannot be confirmed.

Manufacturer narrative:
(B)(4).